Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to improper priming of the wash 1 fluid by the customer. This caused the wash 1 reservoir to go dry causing insufficient washing of the sample cuvettes. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Several elevated advia centaur bnp and troponin ultra results were obtained on patient samples. These results were not reported to the physician. Qc samples were repeated and out of range. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin and bnp results.